Event description:
The stent was bent after the device was removed from the pt. The report received indicated that during a stenting procedure of a calcified lesion in the mid left anterior descending, the physician successfully placed one stent in the distal portion of the lesion, then the physician proceeded to place the second stent proximal to the first. However, while advancing the stent, the physician encountered some resistance and stopped advancing and retracted the stent. Upon removal, the physician found the stent was flared. There was no difficulty encountered while removing the stent and therefore, the device was removed without complications or injury to the pt. The lesion was then dilated and a new cypher stent was deployed. The stenting procedure was completed successfully.

Manufacturer narrative:
The product is available for evaluation, however, as of to date it has not been returned. Additional info will be submitted within 30 days upon receipt.